Event description:
It is reported that a customer was hospitalized in (B)(6) 2014 for reasons unknown. The incident was documented before but the systems were down and the report was not found. The customer simply called in to remind medtronic of the incident and to order new supplies from the help line. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.